Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/23/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed were observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula handle was observed to be intact with no visual defects observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.a lot of history record review was completed for lots 3000404151, 3000402978, and 3000400574 the last 3 lots shipped to the account prior to the event/aware date.for lot #s 3000404151, 3000402978 there were ncmrs, rework, or deviations documented for the reported lot number. For lot 3000400574.there were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11, h12. Corrected sections: h6--investigation findings codes "110" and "13" corrected to code "114".

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke in half. No parts fell into patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.